Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering the correct amount of insulin during a bolus. There was no adverse impact to the customer blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.